Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping/ severe cramping') in an adult female patient who had essure (batch no. 620743) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn't undergo essure confirmation test". The patient's medical history included birth control pill from 2003 to 2004, multigravida, parity 3 and bleeding genital. * on 2006 she had used vaginal ring due to birth control. On (B)(6) 2015,shows final pathologic diagnosis: uterus and bilateral fallopian tubes: cervix: high grade squamous intraepithelial lesion (hsil/cin ill),margin of resection negative for sil. Endometrium: proliferative endometrium. Myometrium: superficial adenomyosis. Bilateral fallopian tubes: fallopian tubes with no significant histologic abnormalities. Previously administered products included for an unreported indication: patch and ortho evra. Concurrent conditions included cholecystectomy since april 2014, genital discharge abnormality since (B)(6) 2007 and abdominal cramps. Concomitant products included doxycycline hyclate (vibra), medroxyprogesterone acetate (provera) and sertraline hydrochloride (zoloft). On (B)(6) 2007, the patient had essure inserted. In november 2007, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/heavy menstruation"), abdominal distension ("bloating/ severe stomach bloating"), abnormal weight gain ("extreme weight gain/weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - bilateral suspension of ovaries). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower had resolved, the menorrhagia, abdominal distension, abnormal weight gain, vaginal haemorrhage, migraine, dysmenorrhoea, vaginal discharge and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal distension, abdominal pain lower, abnormal weight gain, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she presented at her 6 week postpartum visit desiring permanent sterilization. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet- new events dyspareunia (painful sexual intercourse), she didn¿t undergo essure confirmation test were added. Outcome of abdominal pain lower updated to recovered / resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
Quality safety evaluation of ptc received on 09-dec-2016: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be tally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no bath number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced cramping (abdominal pain) amongst other non-serious adverse events. Plaintiff underwent a partial hysterectomy and bilateral salpingectomy about seven years after essure insertion. Abdominal pain is anticipated in the reference safety information for essure. Given the plausible temporal relationship and the lack of alternative explanation, the event was considered related to essure. This case was regarded as incident as a surgical intervention was performed. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in a female patient who had essure (batch no. 620743) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included birth control pill from 2003 to 2004, multigravida, parity 3 and bleeding genital. Previously administered products included for an unreported indication: patch in 2004 and ortho evra. Concurrent conditions included genital discharge abnormality since (B)(6) 2007, abdominal cramps and cholecystectomy since april 2014. Concomitant products included doxycycline hyclate (vibra), medroxyprogesterone acetate (provera) and sertraline (zoloft). On b)(6) 2007, the patient had essure inserted. In november 2007, the patient experienced weight increased ("extreme weight gain/weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstruation"), abdominal distension ("bloating/ severe stomach bloating"), pelvic pain ("pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - bilateral suspension of ovaries). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, menorrhagia, abdominal distension, weight increased, vaginal haemorrhage, migraine, dysmenorrhoea and vaginal discharge outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal distension, abdominal pain lower, dysmenorrhoea, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she presented at her 6 week postpartum visit desiring permanent sterilization. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. On 2006 she had used vaginal ring due to birth control. On (B)(6) 2015,shows final pathologic diagnosis: uterus and bilateral fallopian tubes: cervix: high grade squamous intraepithelial lesion (hsil/cin ill),margin of resection negative for sil. Endometrium: proliferative endometrium. Myometrium: superficial adenomyosis. Bilateral fallopian tubes: fallopian tubes with no significant histologic abnormalities. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet, new reporter, patient demographic information, relevant history, essure indication permanent birth control by bilateral occlusion of the fallopian tubes updated , concomitant product, new events abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea (cramping), dysmenorrhea (cramping), vaginal discharge and other injury(ies) or complication (s) please describe: were addedthe event severe stomach bloating clubbed and weight gain with previous event. On (B)(6) 2018: no new information nonsignificant, medical records, new reporters ,patient demographic information, historical ,concurrent information and lab data information were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 18-nov-2016 who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2007 for permanent contraception. Sometime after implant of the essure device, she began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, pain during intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing cramping, heavy menstruation, bloating, and extreme weight gain. On (B)(6) 2015, she saw her physician and underwent a partial hysterectomy and bilateral salpingectomy. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced cramping (abdominal pain). Plaintiff underwent a partial hysterectomy and bilateral salpingectomy about seven years after essure insertion. Abdominal pain is anticipated in the reference safety information for essure. Given the plausible temporal relationship and the lack of alternative explanation, the event was considered related to essure. This case was regarded as incident as a surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in a female patient who had essure (batch no. 620743) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included birth control pill from 2003 to 2004, multigravida, parity 3 and bleeding genital. Previously administered products included for an unreported indication: patch in 2004 and ortho evra. Concurrent conditions included genital discharge abnormality since (B)(6) 2007, abdominal cramps and cholecystectomy since (B)(6) 2014. Concomitant products included doxycycline hyclate (vibra), medroxyprogesterone acetate (provera) and sertraline (zoloft). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced abnormal weight gain ("extreme weight gain/weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstruation"), abdominal distension ("bloating/ severe stomach bloating"), pelvic pain ("pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - bilateral suspension of ovaries). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, menorrhagia, abdominal distension, abnormal weight gain, vaginal haemorrhage, migraine, dysmenorrhoea and vaginal discharge outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal distension, abdominal pain lower, abnormal weight gain, dysmenorrhoea, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she presented at her 6 week postpartum visit desiring permanent sterilization. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. On 2006 she had used vaginal ring due to birth control. On (B)(6) 2015,shows final pathologic diagnosis: uterus and bilateral fallopian tubes: cervix: high grade squamous intraepithelial lesion (hsil/cin ill),margin of resection negative for sil. Endometrium: proliferative endometrium. Myometrium: superficial adenomyosis. Bilateral fallopian tubes: fallopian tubes with no significant histologic abnormalities. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.